Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose for several days. The customer reported that the drive support cap was sticking out. The customer's blood glucose was 158 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called back to report that the drive support cap was not sticking out as initially reported. The patient stated that it was recessed. The patient immediately had to go after making that statement.